Event description:
It was reported that the pressure tubing came apart, right above the 3- way stopcock while it was attached to the patient. It was further indicated that there was no significant tension placed on the tubing when it came apart. However, the patient was being repositioned to side.

Manufacturer narrative:
No sample was returned because the device was discarded; therefore, the reported event could not be confirmed by evaluation. A review of the manufacturing records could not be performed without a lot number. After review of the available information, a root cause could not be determined. It is not known if procedural factors may have contributed to the event. No actions will be taken at this time.